Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 700 mg/dl. The customer was admitted to the hospital and the bg level was treated with an insulin drip and long lasting insulin. The customer was discharged 3 days later without any permanent damage. As this alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the alarm. The customer indicated that the infusion site has scar tissue and that they would be reverting to insulin injections to manage diabetes until the infusion site can be discussed with a healthcare provider.